Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154058 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 22mar2021. The device was investigated on 26mar2021. Signs of clinical use and no evidence of blood were observed on the loading and delivery devices. Delivery device was returned inside loading device. The delivery device was removed from the loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly during case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly during case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.